Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2009.

Event description:
It was reported there were high right ventricular (rv) lead thresholds. It was further reported the thresholds had been increasing over time and were unstable. The patient venous anatomy was occluded on the left side. Both the rv and the right atrial (ra) leads were capped. The rv lead was replaced. The ra lead was not replaced due to clinical reasons. No further patient complications have been reported as a result of this event.